Event description:
The device presented with noise on the ventricular lead. The patient did not received therapy, however, numerous fib detections were recorded. The displayed noise is characteristic of lead insulation degradation. The lead was capped.